Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving prialt at an unknown dose and concentration, and 10mg/ml morphine at the minimum rate via an implantable infusion pump for non-malignant pain and failed back syndrome-other. It was stated the patient had prialt in their pump and it was not helpful with symptoms so they went to morphine at 10 mg/ml. The rep stated even at the lowest programmable dose the patient was very sensitive to the medication and had symptoms (no other information was given regarding the symptoms). It was then stated they programmed the pump to minimum rate mode but that didn't help with the pain so the healthcare professional wanted to remove the higher concentration of drug and go to a lower concentration and low dose of morphine. It was stated the patient started being sensitive to morphine at the end of 2016. No further complications were anticipated/reported. Additional information was received from a healthcare provider and manufacturer's representative. It was reported a pump urge procedure was done on (B)(6) 2017. The concentration was changed from 10mg/ml morphine to 1mg/ml morphine and programmed to 0.1mg/day. The patient was admitted to the intensive care unit for low blood pressure and high carbon dioxide levels. The healthcare provider interrogated the pump and reported a pump memory error message and a lot of data had been wiped out. The healthcare provider was able to successfully reprogram and update the pump with all the pertinent information. It was review the pump memory error was likely due to electromagnetic interference in the intensive care unit. The healthcare provider reported that the patient was reviewing the option of changing drug from morphine to clonidine or possibly having the pain pump removed. No further complications were anticipated/reported.